Event description:
It was reported that the patient felt discomfort in their abdomen on (B)(6) 2023. On (B)(6) 2023, pus was drained from the driveline exit site. On (B)(6) 2023, visual examination and blood test results showed inflammatory findings and the patient was urgently hospitalized; drug therapy was started. On (B)(6) 2023, methicillin-susceptible staphylococcus aureus (mssa) was detected in the culturing samples that were submitted on (B)(6) 2023 and (B)(6) 2023. On (B)(6) 2023, their wound culture was mssa negative. The patient had not recovered as of (B)(6) 2023. It was noted that there were no alarms associated with the event. The patient underwent a pump exchange surgery to a heartmate 3 due to the driveline infection. It was noted that no bacterium was detected before the surgery and the device operated as expected. The patient was recovering in the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal portion of the driveline (including the controller connector) was returned in one segment measuring approximately 39¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft had been severed a few inches from its hardware and was returned attached to the outlet elbow. Additionally, the outflow graft bend relief had been severed adjacent to its hardware and was returned attached to the outflow graft hardware. Additional portions of the outflow graft and bend relief material were returned. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6) , visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. The IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii lvas. This document also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection and the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.